Event description:
The hcp reported, the patient had increasing pain. X-ray observation showed a catheter dislodgement. The patient recovered without sequela from the catheter surgical intervention. The drug contained in the patient's pump was morphine sulfate (25.0 mg/ml) delivering 1.2 mg/day.

Manufacturer narrative:
.